Manufacturer narrative:
The historical test records were reviewed in the qos system. The device passed all tests. There was previous complaint on this device the pump was received for evaluation on 5/13/2024 with software version number 5.8.0 and library configuration "ch_sos - v1", which was the library configured to the pump. Complaint evaluation was completed on 5/20/2024. The pump's event log was pulled as part of the evaluation and upon review it was noted that there were two instances of system error found in the log, as reported by the end user. The system error alarm can be seen on event line 425 by the "e02" alarm code. The e02 alarm code for system error was followed by sub code 44 which means "motor open" and "motor delay issue", which points to the root cause of the system error alarm. A 100 ml infusion was ran on the pump using the end user's parameters of a 24 hour infusion. The infusion ran for 100 ml at a rate of 4.2 ml per hour. The infusion was successfully completed and the pump did not alarm "system error" before finishing. The infusion was ran using an hs-008 IV cassette with lot # 2304023 and expiration date 03/17/2026. Upon further evaluation there were no loose connections or components inside of the device, which could have contributed to the reported malfunction and the instances found in the event log. Functional testing did confirm the reported condition, but was unable to be duplicated. Reported issue found, device does not meet specification. A CAPA was inntiated to investigate the root cause of the reported issue. Reference: complaint (B)(4) follow up 1.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. H3 other text : device not returned to manufacturer.

Event description:
On 11/14/23 infutronix received a report that a pump stopped infusing due to a system error alert. The infusion cannot resume without causing delay in treatment. Requested device to be returned.